Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's registered nurse (rn) reported to customer service that treatment leaked out of the cassette and the patient catheter line due to patient being restless and the connection being dislodged. Treatment was stopped, the patient's last full treatment was (B)(6) 2022 night. There was no patient harm reported. Additional information was requested but was not received to date.

Event description:
A peritoneal dialysis (pd) patient's registered nurse (rn) reported to customer service that treatment leaked out of the cassette and the patient catheter line due to patient being restless and the connection being dislodged. Treatment was stopped, the patient's last full treatment was (B)(6) 2022 night. There was no patient harm reported. Additional information was requested but was not received to date.

Manufacturer narrative:
Correction: g1 date received for follow-up 1 submission should have been 12/07/2022.

Event description:
A peritoneal dialysis (pd) patient's registered nurse (rn) reported to customer service that treatment leaked out of the cassette and the patient catheter line due to patient being restless and the connection being dislodged. Treatment was stopped, the patient's last full treatment was (B)(6) 2022 night. There was no patient harm reported. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.